Event description:
It was reported that during a rep robotic assisted gastric bypass procedure on the ninth firing with white reload on small bowel, two of the most distal staples did not form. The staple line was over sewed and the case was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.